Event description:
It was reported, the patient turned his ipg off with the magnet, and could not get the ipg to turn back on. Follow up determined the sjm representative identified the ipg was depleted. It was reported the patient was to be scheduled for a surgical procedure to replace the ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.